Event description:
The customer states that a physician questioned one patient's axsym total psa assay result of <0.4 ng/ml. The physician states that this particular patient routinely generated total psa results in the range of 6 to 7 ng/ml. The customer had already discarded the sample so that no retesting is possible and the physician has not requested that this patient be redrawn. All controls have been within specifications. The customer could find no issues with the axsym analyzer, but the lab supervisor requested a service call. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An abbott field service engineer (fse) visited the customer site to verify instrument performance. After inspection of the axsym analyzer, the fse replaced the analyzer's reagent carousel v-wheels and sample carousel v-wheels. These appeared to be worn from normal use. The fse also inspected all tubing and fittings and performed sample and processing probe calibrations, pressure monitoring checks and generated a successful control run. The fse concluded that the analyzer is performing to specifications. This is a final report.

Manufacturer narrative:
(B)(4). The initial report was submitted under brand name (B)(4). It was determined that the investigation should be performed on brand name (B)(4). No returns were made available from the customer site. The investigation began with a review of customer complaints received to-date to determine if others have experienced this customer's issue. The review of this data did not identify any problems. Specifically, we did not see an increase in the number of complaints related to discrepant patient results while using the abbott axsym total psa assay. Although no product deficiency was identified, the abbott axsym total psa package insert (B)(4) provides adequate information to address this customer's issue. Based on the investigation conducted, the abbott axsym total psa assay is performing as intended and no additional product issues were identified. No further investigation is required. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.